Event description:
It was reported to philips that the device fails the operational check at defib testing. The field service engineer (fse) evaluated the device and found it needs a processor pca. Parts consumed: 1.00000,453563478461, restored processor board pca; 1.00000,453564322531, mrx kit 75mm printer grey. Resolution : replaced motherboard and printer. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails the operational check at defib testing. There was no patient involvement.